Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. It was reported that the biomed removed and slammed the portable unit back into the cart and it resolved the issue. The unit was cleared for clinical use. The first name of the initial reporter has been abbreviated due to field character limits; the full name should read (B)(6). Not returned to manufacturer.

Event description:
It was reported by the perfusionist called from the operating room to report that the helium gauge and icon both indicated approx imately 3/4 full but the pump was alarming for "low helium" on the cardiosave intra-aortic balloon pump (iabp). The indicator read "hybrid". A getinge representative advised the end user to change the console and take it to biomed. The getinge representative also suggested the end user to reload the rescue portion of the iabp to see whether it resolved the issue. No patient harm, serious injury or adverse event was reported.